Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, upon discharge, the procedure was documented as a "complete success". During a follow-up visit on (B)(6) 2008, the patient experienced pain - vas 70/100.

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).